Event description:
(B)(4). Since the last comment, I have had two surgeries to remove all of the pieces/parts of essure and now live with chronic devastating pain all over most of my body but specifically low back and pelvis. I am now in the process of being seen by the rheumatologist for suspected autoimmune disorder (ankylosing spondylitis). These disorders get turned on by inflammation, stress, and trauma--all of which came from essure. I have been through every major department in the hospital for all of my many issues and am now basically being told I will just have to suck it up. I have been scoped in every region possible, tests run, exams run, you name it. I am a veteran of the iraq war. I did not serve my country to come home and be treated like this. What gives?

Event description:
(B)(4). I had the procedure on (B)(6) 2012 under general anesthesia as I was also having an episiotomy revision five months after the birth of my third child. Six days post op I had terrible pelvic pain, low back and sacroiliac joint pain (severe), headaches, excessive anxiety, depression, metallic taste in my mouth, heart palpitations, severe fatigue and fog-headedness, urinary incontinence, bladder pain, burning sensation when urinating with no presence of infection.